Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code has been referenced. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that during hemostasis at the puncture site, the angio-seal collagen sponge was found to be exposed. The compaction marker was not exposed. The collagen sponge was managed to be inserted under the skin, and the patient was followed up keeping the clean condition. However, swelling was noted at the hemostasis site. As the patient had a fever of 38°c as well, infection was suspected. Since infection was suspected, the hemostasis site was opened again and cleaned by surgical procedure. At that time, a hematoma and a pseudoaneurysm were noted at the puncture site as well as redness and swelling. The patient is currently recovering. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 10 mm. There were no other devices or equipment used with the reported product. Comments from the physician: "when the device was being withdrawn, the collagen sponge was completely exposed, and it was difficult to push the collagen sponge under the skin. The tamper tube was not held by the left hand, which might be a cause of the collagen sponge exposed." Additional information was received on 11 jul 2022: the estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed since there were post deployment complications. Per the provided information, the likely cause of the issue could be related to not tamping the collagen properly and pushing it under the skin level. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).